Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to recurrent dislocation. The liner was noted to be fractured.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is one of 3 mdrs submitted for this patient (see 0001822565-2017-00747, 0002648920-2016-00949). Concomitant products: 00801803602, femoral head sterile product do not resterilize 12/14 taper; 00630505036, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells; 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length; 00786401300, femoral stem press-fit collarless 12/14 neck taper standard body standard; neck offset size 13 138 mm stem length cementless. (B)(4).

Event description:
It is reported that the patient was revised approximately 3 years post-implantation due to recurrent dislocation, pain and weakness on the operative hip, and the non-operative left leg being one inch shorter than the right. During the procedure, the liner was noted to be fractured, and it was discovered that the abductor muscle had escaped. The liner and shell were removed, and the acetabulum was re-reamed to achieve a more stable angle. A new shell and liner were placed, and the abductor muscles were repaired.